Manufacturer narrative:
Follow-up #1 date of submission 08/17/2016-product analysis: the device was returned and evaluated by product analysis on 07/21/2016 with the following findings: investigation revealed moisture was visible behind the display lens. Evaluation revealed a pump case crack. The returned battery cap was unable to be properly removed from the pump. The cap¿s top was damaged. Moisture was observed on the pump¿s internal components. Unrelated to the complaint, the display screen was dim and discolored.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was reported that there was moisture behind the display. The alleged issue could not be resolved with troubleshooting. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.